Manufacturer narrative:
This report is submitted on may 01, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent a revision surgery to have the excess skin removed.